Event description:
Beckman coulter inc (bec) field service engineer (fse) reported a diluent leak by the probe wipe of the beckman coulter coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. On (B)(4) 2011, the field service engineer (fse) observed that the rinse block was leaking and there was no vacuum at the rinse block or rinse cup. Further inspection resulted in finding that solenoid 13 was not working properly. Solenoid 13 is responsible for controlling pinch valve (pv) 13, which was pinched. Pv13 is the path to the probe needle drain. The fse replaced sl13 and replaced tubing. There was no further evidence of leaking. Root cause for the leak was solenoid 13 not functioning properly.

Manufacturer narrative:
(B)(4).